Event description:
Wearing the libre glucose monitoring device kept telling me that I had low sugar levels in the middle of the night, had to wake up and load up with carbs and sugary drinks to establish the normal glucose levels. After few nights of this nightmare, decide to do a finger test and it show that I already had high sugar levels and increasing the carbs/sugar intake sent my number super high feeling really sick. I am traumatized by this negative event with the libre glucose monitoring device. (Not very nice).